Event description:
It was reported that during a fistulagram with an angioplasty procedure, a balloon detachment occurred. The pt presented with a clotted arterio-venous graft and was asymptomatic. The fistula was located in a dialysis graft within a vein in the pt's arm. The physician advanced the ultra-thin balloon dilatation catheter and inflated the balloon once using hand inflation with no pressure gauge for 15 seconds. As the physician removed the ultra-thin balloon catheter from the pt, it was noted that the balloon had detached from the shaft inside the pt. The physician attempted to snare the detached balloon, however, these attempts were unsuccessful. The procedure was not completed due to this event. The pt was taken to surgery to have balloon surgically removed. No further pt complications were noted and the pt's status was reported as "stable/good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.